Event description:
It was reported through a research article, that loss of capture was noted on the lead. Dislodgement was suspected but this was not confirmed. The lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.